Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation and kidney disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation and kidney disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. Potential no clean flux on the sd (secure digital) card slot on the pca (printed circuit assembly). A dust like contaminate on the ui (user interface) panel, top enclosure, rear panel, bottom enclosure, accessory module and sd cover flip doors, blower motor, and the blower box. The blower motor, ui panel, and the bottom enclosure also had hairlike fibers on them. The sd card and philips pollen filter were not returned with the device. A keratin-like substance was observed on the blower box outlet. ER-2243857 v.01 addresses the issue of keratin. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found five error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed dust contaminants and was able to confirm the complaint or address the symptoms specified. Box h6: evaluation method code grid, evaluation results code and conclusion code grid has been updated